Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the threads in the battery compartment were stripped. It was reported that the battery cap was never replaced. It is noted in the user¿s manual that the cap be replaced every six months. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/02/2014 with the following findings: there were no power issues observed in the black box data on the date of the reported issue and the black box revealed that the pump was in use for 6 days beyond the event date. The battery cap was unable to maintain an electrical connection to the pump; therefore, power loss and pump reboots were duplicated. The battery cap¿s measurements were found to be within specifications. The battery compartment was cracked and the threads on the cap were observed to be stripped. A test battery cap was used and the pump powered on with no alarms. The pump was exercised for 24 hours with the test cap and no further power issues occurred. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.